Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the upper display was not working. The generator passed visual, electrical and mechanical inspection with no anomalies observed. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's upper display was not working, that when the mode was changed the screen became "flickery" and the top three screens (rate, etc.) Would not come on. The user tried changing the battery multiple times but it did not help. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.